Event description:
The patient experienced increased pain, lack of effect, and lower extremity reflux sympathetic dysreflexia. There was a possible break in the wire producing a short. The implantable neurostimulator battery was 50-90% depleted. The neurostimulator and leads were replaced in 2004. The patient recovered without sequela.

Manufacturer narrative:
Implantable neurostimulator. There was acceptable output and telemetry during analysis. The battery was near assumed normal battery depletion. Three conductors were broken 16 cms from the distal end of the lead. The insulation on the lead was cut/melted. However, electrical testing determined that continuity was complete. There were no electrical shorts identified between the circuits.